Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, real time capacitor maintenance resulted in a measured charge time of 8.5 seconds; however, the device reported a charge time of 30.3 seconds from 1/2/2016. The device was not implanted.